Manufacturer narrative:
Trackwise ID # (B)(4). Updated sections: b4, e1, g-4, g-7, h-2, h-6, h-10 the investigation has been started, since the complaint was received, and the following contents have been conducted: 1. DHR review: the DHR of the reported lot 3000228509 has been reviewed. There is no any abnormal was indicated to device missing in package. The label quantity can match with raw material quantity and final devices quantity, no any shortage or surplus was found. Inline 100% inspection for label and tray package was also performed and no any abnormal indicating the package shortage was observed. No ncr relevant to package was observed. 2. Trend review: in the last 12 months, 23th feb 2022 to (B)(6) 2023, the occurrence rate is approx. 0.003%. There¿s no similar complaint reported for this lot 3000228509. 3. The device was not received which could not be evaluated, the reported failure could not be confirmed. The processes relevant to production package were checked and no deficiency indicating the reported failure was observed, which demonstrated the production process are normal and all devices were packaged correctly. By checking with forwarder and warehouse, it¿s confirmed that there is no opening of box during transportation. Since no picture or using status is available for review, it could not be confirmed if customer followed the IFU during using, the specific root cause could not be confirmed. DHR has been reviewed, there¿s no deficiency identified from production and manufacturing process associated with the reported issue. The delivered products are inspected before shipment, the shipment checklist shows that there's no abnormal on the carton package. They all passed the inspection, which demonstrate that all devices are packaged correctly inside the box and no device missing.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer z was incomplete: the access rail was missing in the box. The procedure continued without any other issue opening a second box of acrobat-I stabilizer to extract the access rail. The patient was not affected.